Event description:
It was reported that a tvt procedure was performed in 2000 and since the operation the patient has had urinary retention and urgency. The patient has been continent since the procedure and has been self catheterizing. This was the patient's third procedure. Patient has had an anterior repair and a burch previously. The physician feels that patient also has an element of atonic bladder although he was unable to verify it on cystometrics. The surgeon plans to take down the sling.